Event description:
A healthcare professional from a clinical study reported on the evening of (B)(6) and on the morning of (B)(6) 2016 the patient had frozen up and fell outside. With the second fall the patient had injured their hand and bruised their chest. Clinical diagnosis was freezing up. The patient had been advised to call their healthcare professional for injury evaluation. The event had resulted in an unscheduled clinic visit. The outcome was ongoing. This was related to the device or therapy, not related to the implant procedure; programming/stimulation, due to programming. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Additional information received updated the clinical diagnosis from freezing up to gait disturbance. Diagnostic methods included the patient complaining on (B)(6) 2017 at a clinic appointment of freezing in doorways and trouble moving the right foot. Interventions involved reprogramming the incoming voltage from 3.5 v to 3.3 v, which led to some improvement in walking. The outcome was resolved without sequelae (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.